Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient taken to CT and upon returning the arctic sun device keep getting low flow alerts. Water flow rate (wfr) was 1.3 l/m. Confirmed 4 pads connected. Had them stop therapy and drain pads. Device alerted empty pads not complete x 2. Had her disconnect pads over the trash can. Reconnected holding nowhere near clear connectors, verified audible clicks with each connection and all lines straight with no bends or kinks. Fluid delivery line (fdl) was secure and in lock position. Restarted therapy and device primed to 0 l/m water flow rate (wfr). System diagnostics were outlet monitor temperature (t1) was, 11.2c, outlet control temperature (t2) was 11.2c, inlet temperature (t3) was 21.4c, chiller temperature (t4) was 6.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -8.6psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 100%, heater command (hc) was 0, system hours were 301, pump hours were 249.7. Advised to try swapping out pads. Potentially damaged in transport. Per additional information received via mail on 29jan2024, it was reported that biomed received that device after therapy completion. Mis call received 26jan2024, walked through accessing event log which showed alert 02 (low flow), alert 07 (empty pads not complete), alert 114 (treatment stopped), alert 45 (ac power lost) and alarm 14 (patient temperature 1 probe out of range). Transferred for assistance troubleshooting device.